Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the allura system had intermittent image disk errors, which could impact imaging. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspect the system onsite and confirm that the system had intermittent image disk errors which could impact imaging. Review of the system log file showed that there was failure in frontal ippc os disk 1. Upon troubleshooting fse found that teal power conditioning unit was not providing power to the system and traced the problem back to bypass switch. The defective host pc and ippc was returned to philips for analysis. The analysis of host pc confirmed that the malfunction was due to failed gpu and the ippc hdd confirmed that the malfunction was due to defective wrong hdd bay. To resolve this issue, fse replaced new ippc, host controller, kv-ma controller in the generator and upgrade the system, perform all configuration and calibration. Following the replacement of host pc, ippc, and kv-ma controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.